Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt never had therapeutic effect. Per the reporter, their previous device did not help with their pain. The device has since been explanted. A follow-up report will be sent if additional info becomes available.